Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issues with five infusion sets on (B)(6) 2026. The patient stated that infusion set fell off in between few hours. The patient replaced infusion set and resumed insulin deliveries successfully.